Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with a gst60t partially fired 1/16 cartridge present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the sales rep clarified that the jaws would not close because the anvil was bent. It was discovered when the device was attempted to be introduced into the trocar for the second firing and the surgeon had difficulty with insertion. That is when the jaws were inspected and found to have a bent anvil. The exact cartridge code was unknown, but the seamguard was being used with a gst cartridge.

Event description:
It was reported that during a laparoscopic sleeve procedure, the gun misfired and couldn't close jaws after inital firing because of the location on the stomach where the surgeon chooses to fire closer to pylorus. Case completed with another device. There were no patient consequences reported.